Manufacturer narrative:
Analysis of the ins (B)(4) indicated that the ins battery was reduced due to overdischarge. Product analysis #215775061:the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 57. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 3 hours 58 minutes and the battery charged from 3.675v to 3.885v. The battery discharged to the lock mode on (B)(6) 2016. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via a manufacturer representative reported that the patient was still experiencing zinging in their chest that was shooting out to their right arm and back. These issues started in (B)(6) 2015. There was no reprogramming around (B)(6) 2015 that would have caused these issues. The patient had limited use of their right arm so they had not tried a non-adaptive stimulation group yet. The implantable neurostimulator (ins) had been reoriented at the last reprogramming session. The last zing occurred on (B)(6) 2015 and that almost put them to the ground. The zinging occurred with stimulation on and off. There were no falls or traumas reported with the event and the issues were not related to specific positional movements. However, the issues generally happened when the patient was in an upright position. X-rays were taken and compared to previous x-rays and it was determined that the leads had not moved or migrated. The electrode impedances ranged from 500 to 900 ohms. The group impedances were: a1 - 1.8v, 450 pulse width, 60hz, 251 ohms, 6.466 ma a2 - 2.5v, 450 pulse width, 60hz, 662 ohms, 3.747 ma the programming was using 2+, 3-, 4-, 5+, 10+, 11-, 12-, 13+ for the electrode configuration. The adaptive stimulation feature was shut off. Reprogramming was also performed and they were able to get right arm coverage but not chest coverage. The ins was implanted for chest pain. They would turn the stimulation up on multiple portions of the lead but thepatient experienced pain in their chest and back. A lot of the stimulation was going to the left area as well. When they turned the stimulation off the pain would go away. The patient was sent home with adaptive stimulation disabled. The device interrogation report was examined and no abnormalities were found except the number of electrodes being used. The patient was scheduled to be seen by their doctor again on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative and the consumer reported that the patient had been seeing some fluctuations in their stimulation. They would feel spikes and sensations in different parts of their body. The sensations were random and not specific to any one position. These issues had been present minimally since implant but had increased in severity since a reprogramming in (B)(6) 2014. The (B)(6) reprogramming was in an attempt to get more arm coverage and after the reprogramming session they went back to the original settings. The impedances were between 549 and 911 ohms. The patient had two groups programmed; one had adaptive stimulation enabled and the other one did not. They had not gone to the non-adaptive stimulation group when the fluctuations happened. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via the manufacturing representative (rep) reported that during the follow up the stimulation was effectively covering the patient's arm, shoulder, and chest pain. He occasionally received a shocking sensation. The rep was present to assist. Electrode and group impedances were measured with no out of range results noted. Programming changes were attempted, which did not successfully cover the patient's pain. The recommendation was to discontinue adaptive stim (as) and the patient would still be able to control his stimulation manually. However, the patient did not wish to discontinue as and at that time he was going to continue with is current stimulation patterns, including as. The patient's record noted that the patient first made a comment about the stimulation issues about 2 weeks post-op at his first post-op visit. The patient was happy with the stimulation and liked his coverage so they had just put it down to post-operative healing. Because it was so intermittent they did not really have a specific date other than two weeks post implant.